Event description:
A nurse of the facility reported to baxter singapore of a flo-gard IV solution administration set in which operator was unable to prime the set with unknown medication. There could be suspected blockage in tubing that is not visible to naked eyes. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a flo-gard IV solution administration set in which operator was unable to prime the set with unknown medication was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the chamber?s tube housing was blocked by excessive solvent. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: should additional information be received, a follow-up medwatch will be submitted.